Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as "hand hygiene and technique was poor despite repetitive training and did not comply with the recommendations". The peritonitis was manifested by cloudy effluent and abdominal pain. On the same day as the event onset, the patient was hospitalized and was treated with vancomycin (intraperitoneal, discontinued after 17 days) and ciprofloxacin (500 mg, twice daily) for peritonitis. The patient was discharged from being hospitalized 20 days after the event onset. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.